Event description:
It was reported to philips that the device had damaged battery pca pins. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. The j1 pogo pins were severely contaminated, which would potentially cause poor electrical contact with the battery.

Event description:
It was reported to philips that the device had damaged battery pca pins. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.